Event description:
A report was received that the pt had a lead and pocket revision due to discomfort. The pt had sustained a fall and had been experiencing soreness at both the pocket and leads sites. One of the pt's leads was explanted and replaced. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.